Event description:
Procedure type: abdominal aneurysm of aorta, fascia closure. According to the reporter: the suture was used for closing the fascia. Three weeks after the surgery, the doctor confirmed that wound disruption had occurred when he saw the patient after the patient had reported pain. The sutures were broken and the wound was still open. A re-operation was performed right away. Currently, the patient is in good condition.